Event description:
It was reported that the user experienced progressively rising blood glucose to 359 mg/dl despite the ilet app indicating insulin delivery after a same-day infusion set change, with observed insulin drops during setup and use of a teflon set; the agent advised that a bent cannula or infusion site issue could be preventing insulin absorption, and the user lacked an additional set, so transition to backup subcutaneous insulin therapy was initiated with guidance on pausing and removing the pump and timing relative to fast- and long-acting insulin. Symptoms included hyperglycemia. Outcomes included troubleshooting and education without alerts or alarms and use of backup subcutaneous insulin. Investigation included technical support review of infusion set type and delivery status with user education on temporary discontinuation of pump therapy and referral to the healthcare provider for long-acting insulin dosing guidance. Investigation of this case revealed suspected infusion site or cannula occlusion or kinking consistent with loss of insulin delivery to subcutaneous tissue despite on-device delivery records. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.